Event description:
Device interrogation indicated lv lead dislodgment since the previous device check. Subject agreed to a lead revision and this was scheduled for (B)(6) 2013. Currently this lead remains implanted. If additional information is obtained, this event will be updated. (B)(6) 2013 - this lead was explanted and replaced on (B)(6) 2013 with another lv lead.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. The lead was returned with an inserted stylet. After removing the stylet coagulated blood was found on it. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery as well as due to the cuttings in the insulation. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.